Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device. The device was then connected to an insulation detector, for a leak test. The device passed the 2800 vc dc electrical leak test with out any electrical failures. This complaint is not confirmed. No defects were found to the device.

Event description:
During a surgical procedure the patient experienced arcing from the tip of the renew handpiece. The procedure and anesthesia time were not extended. There were minor burns to the liver. This did not result in a serious injury.